Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the navigation system #1 would not register after multiple attempts, intraoperatively switched to navigation system #2 where it eventually did register but was told by the surgeon that it had inaccuracies. This occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.